Event description:
It was reported that during an in-clinic follow-up, the patient experienced bradycardia. Upon review, it was noted that the pacemaker exhibited loss of low voltage (lv) output. No intervention was performed. The patient was in stable condition.